Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Patient was on study medication. 250 milligram infusion bag wast set to drop infusion 250ml/h (one hour drop). The infusion started 11.10 am. However at 12.20 pm after one hour and 10 minutes infusion there was still a lot of fluid in the bag. It feels like the dropper is dropping the medicine too slowly. Replaced drip counter."